Event description:
It was reported that the ilet user entered multiple meal announcements as correction attempts after earlier unannounced cereal and snacks led to elevated glucose to 314 mg/dl, and glucose later decreased to 83 mg/dl without the user receiving low alerts, indicating an improper method of use related to the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver, and analysis of information provided by them. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions regarding using meal announcements as corrections, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.